Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the last few days the patient had a return of severe tremors. The patient went to the emergency room last night and they said they couldn¿t check the device. The patient didn¿t have their remote with them, so they couldn¿t check the status of their therapy. The patient was thousands of miles away from home. They were going to rhode island and wanted to know if they could meet with a rep to have their device checked. The rep was notified, and they ended up reaching the patient¿s doctor. They instructed them to turn the device off and make an appointment when he was back home. The patient seemed better and was thankful for meeting with the rep. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient didn¿t know the cause in their tremors. To resolve the issue they turned the device off and the tremors stopped. They also stated the issue had been somewhat resolved. The tremors come and go, but they weren¿t nearly as severe. There were no further complications reported.